Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient went to emergency room and hospitalized due to high blood glucose event which was treated by intravenous and fluids of saline, potassium and insulin and with multiple daily injections and there was infusion set cannula was kinked on (B)(6) 2026.